Manufacturer narrative:
Device evaluation: a branch of the clickline application has broken off. This may be due to excessive force being exerted on the jaw section. The age (manufactured april 2015) and presumed number of preparations may also have a negative effect on the material properties, causing the material to break. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "defect". No negative impact in state of health reported.